Event description:
An ipp device was implanted on 02/09/93. The cylinders and pump were revised on 09/05/95. The cylinders and pump were removed from the patient and replaced on 08/18/97 due to input tube to cylinder sheared off.